Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00mmx16mm liberté¿ stent was advanced but failed to cross the lesion. During withdrawal, it was noted that the distal edge of the stent was found lifted. The procedure was completed with another liberté¿ stent. No patient complications were reported and the patient's status was good.